Event description:
It was reported that while preparing for an esophageal dilation procedure the balloon catheter was kinked. A cre wg 6-8mm/240cm/5.5 f/g balloon catheter had been selected to treat an unspecified esophageal stricture. During preparation, it was noticed that the balloon appeared "folded in half." The shaft also appeared to contain a kink where the sheath attached. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.